Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. As per the clinical, bleeding was reported from introducer from creaked hemostatic valve. The cause of the access site bleeding issue was sheath scoreline split, based on given clinical details. Introducer damage could not be verified without returned product or provided clinical image. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23628. E4 should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella cp insertion the peel away sheath appeared to be cracked at the base of the hemostatic valve. Small, but consistent amounts of blood were observed coming out at the mid-line recess where it¿s designed to split. The peel away sheath was removed, reposition sheath advanced and secured. The procedure continued successfully. The patient survived the event.